Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 96 hours, intraperitoneal, for seven days) and meropenem injection (1gm, once daily, intraperitoneal, for seven days) for peritonitis. Eight days after event onset, the patient was treated with injection of meropenem )1 gm every 96 hours, intravenous, ongoing). Ten days after hospital admission, the patient was discharged. At the time of this report, the patient was not recovered from the peritonitis. Seven days after event onset, pd therapy was stopped. The pd catheter was removed and the patient was shifted to hemodialysis (ongoing). It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that meropenem was discontinued on an unknown date. It was reported that the patient subsequently passed away in the hospital. The cause of death was reported as due to low blood pressure. It was not reported if an autopsy was performed. It was reported that the patient had not recovered from the peritonitis prior to death. Hd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.